Event description:
A nurse reported that the handpiece did not function as expected during a cataract surgery; an occlusion message was displayed continuously. The handpiece was tested with another system and passed priming but when immersed in balanced salt solution the occlusion message was displayed again. The nurse also reported there was no suction at that point. The procedure was completed with the initial system and another handpiece. There was a delay of 5 minutes during surgery not considered clinically significant by the surgeon. The patient did not experience any harm. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).